Event description:
It was reported that the right atrial lead exhibited high pacing impedance that was noted via merlin.net remote transmission. The lead was also exhibiting loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and following the procedure.